Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure the system suddenly showed a black screen. There was no delay to the procedure. There was no reported impact on patient outcome.